Event description:
This pt was born with a large diaphragmatic hernia and respiratory failure. He was placed on extracorporal membrane oxygenation -ECMO- and quickly developed hypertension, bradycardia and purpura. He continued to deteriorate and died six days later. Heparin coated carmeda tubing was used during ECMO and this report is being filed retrospectively after the heparin recall, and the 04/08/2008 FDA letter to manufacturers asking them to consider withdrawal of heparin coated devices.